Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not available.

Event description:
It was reported through the filing of a lawsuit that allegedly after implantation of the lfit v40, patient began experiencing progressive pain, loss of mobolity, inflammation and soreness around the implant and severe discomfort. It is further alleged that on or about (B)(6) 2015 he underwent revision surgery. Right hip.